Event description:
Due to a state mask mandate, my employer requires me to wear a facemask and a face shield while working. After wearing a mask and/or shield for five minutes, sometimes less, I feel as if it is harder to breathe and I'm not getting enough oxygen. The longer I wear it/them, the worse the feeling gets, and I end up getting a headache within 20 minutes, which continues until I can remove the mask/shield and sometimes for hours after. I have also experienced nausea and lightheadedness and slower thinking on previous occasions when I have had to wear a mask/shield. This has been going on since (B)(6) 2020. Requires sufficient oxygen rather than carbon dioxide in inhaled air. FDA safety report ID # (B)(4).